Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed stuck button. Customer's blood glucose level was 328 mg/dl. They treated their blood glucose level with manual shots. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm noted during testing. Keypad connector was fully locked. However, moisture damaged found on keypad traces. Unit was received with stained keypad overlay, minor scratched lcd window, missing display window cover, scratched case and faded serial number label.